Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification and crease fold. A microscopic analysis was performed which identify no other observation. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, g2, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.